Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit was placed into rescue mode, the helium tank completely vanished from the screen. When the rescue was placed back into the hospital cart, the helium tank showed back up. Fse performed a calibration and tested the unit. The equipment works to the manufacturer¿s specs, cleared for clinical use. Returned to customer.

Event description:
It was reported that while training on the cardiosave intra-aortic balloon pump (iabp) unit was placed into rescue mode, the helium tank completely vanished from the screen. When the rescue was placed back into the hospital cart, the helium tank showed back up. No patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while training on the cardiosave intra-aortic balloon pump (iabp) unit was placed into rescue mode, the helium tank completely vanished from the screen. When the rescue was placed back into the hospital cart, the helium tank showed back up.